Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse under the control and supervision of a medtronic field representative. The loading was successful, with no crown overlap below the fourth node. The native valve was pre-dilated using a 22 mm balloon aortic valvuloplasty (bav). During the initial deployment attempt, an infold was visible on fluoroscopy. The valve was recaptured, withdrawn from the patient and replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 - device available for evaluation, return date h3 - device evaluated, device returned to manufacturer, eval summary attached h6 - method, results and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were dehydrated exhibiting signs of severe creases. Leaflets were marginally flexible. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a dehydrated and partially compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annular perimeter was measured at 73.3 millimeter (mm) meeting sizing criteria for a 29mm evolut. After reviewing the media files, a misload appears to be present which is shown by an inflow crown overlap to the fourth node however, a misload was not identified at this time and the valve was attempted to be deployed after a pre balloon aortic valvuloplasty (bav). During the first deployment attempt, an infold can be seen at 80%. According to medtronic best practices, overlap past the fourth node is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. Additionally, medtronic recommends that if an infold is identified during deployment, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Fluoroscopic valve load inspection was provided for the second valve and was confirmed a good load. The new valve was deployed without any issues. Physicians and field team followed medtronic best practices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the image review, the infolding was due to a misload which was not identified at the time. Ultimately, a new valve was used and no adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.